Event description:
Before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 3.00 x 12 mm taxus express2 drug eluting stent, the stent was noted to be bent. The procedure was successfully completed with another 3.00 x 12 mm taxus stent. No patient complications were reported.